Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The PICC is defective following installation. It leaks at the hub. The PICC is not cracked but leaks when injected. These leaks are not caused by the needle. These leaks are becoming more and more common. It is not yet known if intervention was performed or if piccs are available. There are 2 medical device reports associated with this event. This report is for the first.